Event description:
The user facility reported that 10 minutes after an aortic clamping procedure was started, pressure reading #1 (before oxygenator) increased very fast and the flow decreased to 1.5l/min. Pressure reading #2 (after oxygenator) remained constant. The hlm tubing set was changed out resulting in no significant blood loss for the patient. The procedure was completed successfully and it was reported that there was no harm to the patient.

Manufacturer narrative:
The actual sample was returned to the manufacturing facility for inspection and testing. Visual inspection confirmed there were no anomalies or breaks in the appearance of the device that would relate to the reported pressure increase. The actual sample was rinsed and dried. Visual inspection of the fiber wrapped around the filter revealed no anomalies nor was there any irregularity in the fiber winding. The actual sample was attached to a circuit with tubes. Bovine blood was circulated in the device at each flow rate to determine the pressure drop. The determined pressure drop was verified to meet product specifications of a current product sample. The actual sample was confirmed to be the normal product with no anomalies, including clogging, which would relate to the reported pressure increase. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).